Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Device evaluation: the customer first evaluated the device and duplicated the issue with the circuit breaker "sparking" intermittently. He replaced the circuit breaker but this did not resolve the issue. A carefusion field service representative (fsr) went onsite to the reporter's facility to evaluate the device. The fsr duplicated the reported issue and found that when the cable from the power supply to the pulse width module (pwm) amplifier was connected, it caused the over-current condition. The fsr recommended to the customer to replace the component containing the pwm amplifier, the driver controller module. The factory trained customer reported that they will do the repair.

Event description:
The customer reported that a few weeks ago he replaced the power cord and performed the 12k preventative maintenance (pm) procedure on this 3100a high frequency oscillating ventilator, and now the end-users reported that when they depressed the on/off switch, the switch "sparked" and the ventilator powered down. It "sparked" occasionally and not every time the button was depressed. There was no patient involvement associated with this reported issue.